Manufacturer narrative:
One device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The distributor reported that a foreign object was identified in the barrel of a vacuum pressure syringe during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
One device was returned for evaluation. The unit was examined visually and a foreign object was found inside the fluid path of the syringe. The customer's complaint is confirmed. The root cause could not be confirmed. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. Corrective actions are in process.